Manufacturer narrative:
(B)(4) the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
User facility medwatch report received (B)(4) that states: during what was an uneventful intervention of left profunda and superficial femoral artery, the emboshield shaft fractured and was retained in the body. The device was removed via surgical intervention and no damage was sustained to the affected vessel. What was the original intended procedure? Peripheral catheterization, atherectomy/angioplasty. Device usage problem: device failed ( e. G. Broke, couldn't get it to work or stopped working). It was reported by device operator that the degree of calcification impacted movement of the filter. Additional information obtained after account follow-up: on (B)(6) 2016, a while using an emboshield nav 6, the filter became stuck in the heavily calcified profunda to superficial femoral artery lesion (sfa) lesion during use. The device was attempted to be withdrawn when the shaft, including the attached filter, separated. Multiple snare attempts were performed unsuccessfully. The filter and piece of attached shaft were removed surgically. The patient tolerated the intervention well and is in good condition. There was no additional patient sequela.